Manufacturer narrative:
(B)(4). Date sent: 8/23/2021. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No, just some surgical delay as the surgeon had to sew over the staple line. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No, no patient consequence. Additional information: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an anvil inside of the tissue. It can be seen one staple near of the anvil with the lengths open. Based on the photo review the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that a gastric bypass procedure was performed with echelon+ 60mm device, blue gst reload. After the surgeon created the gastro-entero anastomosis, he checked the staple line and saw that a couple of staples were not fully formed. Some surgical delay as the surgeon had to sew over the staple line, however there was no patient consequence and no change in the post-operative care of the patient.